Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, it is unclear whether the disconnect was caused by the supply bag falling or an insufficient spike to the bag. The homechoice apd systems patient at-home guide instructs users to place solution bags on a flat, stable surface and not stacked on top of each other. Users are also instructed when and how to connect the supply bags and to check all disposable set connections for a secure fit before beginning therapy. This review found the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 alarm on the homechoice (hc) unit. The technical service representative (tsr) instructed the home patient (hp) to close all clamps and to close the transfer set. The tsr advised the hp to cycle power off and on to the "press go to start" prompt. The tsr explained the alarms. The hp stated he would finish therapy manually. On (B)(6) 2010 (B)(4) spoke with the home patient's wife who stated that the night of this incident, the home patient (hp) went to bed around 10pm and she followed around midnight. She stated the home patient was performing a regular therapy with 3 bags attached to the machine and she noted that both supply bags were leaking. The wife stated she thinks the hp did not have the spikes pushed in all the way and they fell out. The wife stated the hp contacted the doctor the following day and was put on antibiotics for (B)(6). The wife also stated the hp went into the hospital (B)(6) 2010. The wife stated the home patient went to the hospital for problems with 'gas' and it wasn't related to his therapy. The wife stated there was never any infection that developed. The wife stated they have not had any problems with therapy other than this incident. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.